Event description:
The customer contact reported a separation. It was reported that prior to pt use, the tubing separated from the option-lok male adapter of the tubing set. No specific event details were provided. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.